Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that patient death occurred. On (B)(6) 2012, the patient presented due to chest pain and was subsequently referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was located in the distal left anterior descending (lad) artery with 95% in-stent restenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and brilinta. On (B)(6) 2013, the patient presented due to 1 year protocol-required follow-up. No adverse events were reported. On (B)(6) 2014, the patient expired at home. Per death certificate the primary cause of death was respiratory failure. Autopsy was not performed.